Event description:
Information received indicates the casters are not locking into position and ratcheting when the brake is engaged.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.